Event description:
It was reported the patient's pump was alarming. The patient was seen in the clinic where telemetry confirmed the pump had undergone a reset and was delivering drug in safe state. The drug used in the pump was not reported. The telemetry also confirmed a critical alarm. The patient was experiencing a return of pain symptoms. The device was re-programmed to alarm only every six hours and the patient was scheduled for pump replacement. Five days later, the patient indicated the pump had reset itself and was again alarming every 5 to 10 minutes. The patient was being treated with oral medications. The hcp authorized a pump off passcode since the patient's replacement surgery was not for another three weeks. The passcode was used to permanently turn off the pump until the replacement surgery could take place.